Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was unknown. Tandem technical support assisted customer in correcting pump time to resolve the issue. Customer's blood glucose level was 121mg/dl.